Event description:
When snare was used to remove colon polyp and was removed from colonoscope, the open/close handle spring became disconnected.what was the original intended procedure?colonoscopy.device #1is this a laboratory device or laboratory test?no.